Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Records from a previous revision, compared to the implant sheet from the (B)(6) 2018 procedure, indicate that a tibial tray and one stem extender (implanted (B)(6) 2008) with a femoral component, insert, augment blocks, and another stem extender (implanted (B)(6) 2015) were revised to a complete ts knee construct as just described with the addition of more augmentation blocks and an offset adapter. Revision was due to instability. The rep has said the baseplate remained implanted. The 13x80 stem remains implanted. The 21x80 stem had to come as it is attached to the femoral component, there was no allegation against the stem or the augments.